Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an allergic reaction and bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
After additional information was received on (B)(6) 2020, it was determined that the catalog number was not a zimmer part number and this event was reported under the incorrect medwatch facility number. As a result, the prior submission for MFR - 0002023141 - 2020 - 00257 submitted on feb 07, 2020 is no longer considered valid and no further report will be submitted under this MFR number. This event will now be submitted under MFR-0001038806 - 2020 - 00681.